Event description:
I was using my dreamstation 2 CPAP. Got out of bed and returned 30-45 minutes later. Tried to turn on machine but it rebooted. Finally turned the machine on and smelled a strong burning electrical smell in the mask. Checked and the water was turned off as it normally is. Started it again to a stronger electrical burning smell on the mask. I unplugged the unit. If I would have been asleep, I probably would have died.